Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular lead has no r-waves, high threshold and high impedance. There was also a minimal increase in impedance. The lead will be monitored per the physician and remains in use. No patient complications have been reported as a result of this event.